Manufacturer narrative:
The customer reported via phone call that the plastic where reservoir goes in was broken off. The customer¿s blood glucose level was 205 mg/dl. The customer also reported that they received low battery alarm and it was reported that the battery was lasted more than 1 week. The insulin pump will be returned for analysis.

Event description:
The customer reported via phone call that the plastic where reservoir goes in was broken off. The customer¿s blood glucose level was 205 mg/dl. The customer also reported that they received low battery alarm and it was reported that the battery was lasted more than 1 week. The insulin pump will be returned for analysis.